Event description:
The customer obtained a lower than expected vitros vanc result from a proficiency fluid tested on a vitros 5600 analyzer. Vitros vanc result 12.73 mg/l versus expected 18.8 mg/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action. No patient samples were processed; however, based on the information provide, it cannot be concluded that patient samples could not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a lower than expected vitros vanc result from a proficiency fluid tested on a vitros 5600 analyzer was obtained. The assignable cause of this event is unknown. Pre-analytical handling of proficiency fluids, along with an atypical calibration related to the set of calibrators in use, cannot be eliminated as potential contributing factors to the event. Although there is no evidence that would indicate a vitros 5600 malfunction occurred, the vitros 5600 system cannot be ruled out as a contributing factor, as no precision testing was completed. The vitros vanc reagent did not malfunction at the time of the event.